Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify a21 alarm or button keypad anomaly due to blank display. Device had flattened (creased) buttons dome switch no unlocked lcd keypad connector during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, blank display and buttons would work but most would not work. Customer's blood glucose value was 95 mg/dl at the time of the incident. Customer reported that the insulin pump was dipped in the pool. Customer stated the insulin pump display went blank immediately after insulin pump exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.